Manufacturer narrative:
Patient information were requested, but no response received.

Event description:
The customer reported that the ventilator shut down during transport with da pcba adc reference failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Failure analysis on the returned data acquisition to motor controller cable shows that multiple attempts were made to try to duplicate reported problem my stretching and twisting the cable in numerous directions. No signs of lost signals or error codes were produced. This da to mc board cable rev e (date code: 1303 rev d) was tested and no failures were identified.